Event description:
It was reported the patient underwent surgical intervention where the lead was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported diagnostic testing revealed high impedance readings on multiple lead contacts. Reprogramming was unsuccessful at capturing the patient's target area of pain. Surgical intervention may be undertaken as the next course of action.